Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received and evaluated. Upon visual inspection, it could be observed that the shaft and inserter tip were in good condition, no structural anomalies were found. The anchor was found to be broken at the tip. The sutures were in good condition. A manufacturing record evaluation was performed for the finished device 7l66293 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. A root cause for the broken anchor can be attributed to procedural variables, such handling of the device or product interaction during procedure; axial misalignment or bending force was applied to the tip of the device. As per IFU; improper instrument use, axial misalignment or levering with the anchor upon insertion may result in anchor fracture or reduced performance. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported by the customer in (B)(6)that during a biceps tenodesis surgery on (B)(6) 2021, it was observed that the 4.75 healix advance kntlss br device was damaged at the time of implant placement. During in-house engineering evaluation, it was determined that the tip on the device was broken. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.